Manufacturer narrative:
Pr 1026823 follow up emdr submission for device evaluation one photo was provided for evaluation and during visual evaluation it was observed that the access tip was disconnected from drainage line therefore, failure mode could be confirmed. A review of the internal manufacturing device record and raw material history files for the reported lot number was not performed because the lot number was not provided. The failure has been confirmed, however the root cause cannot be determined. A CAPA 959260 (corrective action preventative action) has been initiated to further investigate this issue.

Event description:
The lockable drainage line disconnected from the access tip. The flushing tubing was connected during use. The patient immediately removed the access tip from the valve. So the valve was closed again. No patient harm.

Manufacturer narrative:
(B)(4). Follow up submission will be provided when carefusion's investigation is complete or there is additional information received.

Event description:
The lockable drainage line disconnected from the access tip. The flushing tubing was connected during use. The patient immediately removed the access tip from the valve. So the valve was closed again. No patient harm.